Manufacturer narrative:
The insulin pump was received with moisture damage on all electronic assemblies and corroded motor housing noted however, no corrosion on was found on the motor home switch. No unexpected a39 alarms noted during testing. The insulin pump passed displacement test and pump self test. The insulin pump had minor scratches on lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer fell in the water while wearing the insulin pump. Customer's blood glucose was 43 mg/dl. Customer treated her low blood glucose with juice. Customer' blood glucose at time of call was 139 mg/dl. Insulin pump alarmed multiple spi to motor pic communication error alarms during normal use. Customer's mother reported there was moisture underneath the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.